Manufacturer narrative:
.

Event description:
An aneurx bifurcated stent graft was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unk. It was reported that the pt presented for a 7 yr follow-up appointment. The CT scan showed a large type I endoleak 45mm distal from the top of the graft. Maximum diameter of the abdominal aortic aneurysm is 46mm. The physician stated, he believed there was a fabric issue from suture breaks based on separation of stents on abdominal x-ray. The physician elected to reline the stent graft which was successfully re-aligned with two iliac limbs on both sides. Final angiogram showed no evidence of endoleak. Films have been sent to an outside consultant and the analysis is pending. The pt is fine. No add'l clinical sequelae were reported and the pt is fine.